Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 322 mg/dl, 268 mg/dl, 106 mg/dl, 252 mg/dl, and lo (less than 10 mg/dl) when all tests were performed within 10 minutes on the compact plus system. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.